Event description:
It was reported that the guidewire fracture occurred. A 300 pt es j choice guidewire was advanced, however, during the procedure the guidewire fracture at the j-tip portion. The detached piece was retrieved using as snare and completed the procedure with a different device. No patient complications were reported.